Event description:
It was reported that half of the grasping forcep jaw borke off inside the patient during a procedure. The surgeon had to search for the broken piece. It took almost an hour to recover the broken piece. No patient injury was reported.